Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the facility went to use the abs-10060 angel machine and there was a loud grinding sound going off while it was in use. Upon further inspection, it was discovered that there was dried blood at the bottom of the machine.